Event description:
A continuous ambulatory peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On the same day as the event onset, the patient was treated with ceftazidime injection (1g, discontinued) and tazobactam (1g, discontinued) for peritonitis. Two days after the event onset, the patient was hospitalized. Seven days after the event onset, pd therapy was discontinued, the pd catheter was removed, and the patient was switched to hemodialysis twice a week. Eleven days after hospital admission, the patient was discharged. At the time of this report, the patient was recovering from the event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information, b5: upon follow up it was reported that the patient recovered from the peritonitis event (unknown date). Should additional relevant information become available, a supplemental report will be submitted.